Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on (B)(6) 2018 regarding a patient receiving gablofen (2000 mcg/ml at 499.6 mcg/day) via an implanted infusion pump. The indication for use was intractable spasticity. Per the patient's family, the patient was diagnosed with a urinary tract infection (uti) in the past (date unknown). It was reported that the patient underwent a pump replacement for normal battery depletion on (B)(6)2017. The procedure was unremarkable and all dosing remained the same. A back table prime of 0.3 ml was performed and the catheter was aspirated and re-primed after the pump was implanted. Last week (relative to (B)(6) 2018), the patient was seen by the healthcare provider due to withdrawal symptoms, itching, and increased spasticity. No programming changes were made at that time. Early on the morning of (B)(6) 2018, the patient was seen in the emergency room for possible seizure, a temperature of 103, rash to arms, and increased spasticity. The change in therapy/symptoms was considered sudden. When the representative saw the patient, she thought the patient had some mental status change. The pump was interrogated and there were no active alarms. A catheter access port (cap) dye study was discussed with the hcp, and the plans were to evaluate this at 1 pm. The patient was hospitalized at the time of report. No further complications were repor ted or anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 8709 (B)(4) implanted: (B)(6)2001 product type catheter -patient codes (B)(4) are no longer applicable to this case. -device code (B)(4) is no longer applicable to this case. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) via a device manufacturer representative on 2018-jan-11. It was reported that the patient was unable to have the dye study performed as they were intubated and in the intensive care unit (ICU). The dye study would be performed when the patient was stable. The reported seizure was not confirmed. The representative was told that the patient had urosepsis from a urinary tract infection (uti) and it had "not been determined about a baclofen withdrawal yet." The reported symptoms had not been resolved. The patient's weight was unknown. No further complications were reported. Additional information received on 2018-feb-05 from a health care provider (hcp) indicated that the hcp that treated the patient while he was in the emergency room (ER) was unavailable and the caller did not have information regarding the patient's treatment in the ER. They noted they still wanted to perform a dye study as they thought there was possibly a catheter issue and they wanted to check the patency of the catheter. No further complications were reported. Additional information received on 2018-feb-06 from the patient's mother indicated that the patient was still on oral baclofen at the time of the phone call for "non-stop spasms since the replacement" but she confirmed that the patient did not experience baclofen withdrawal. She stated the dose of baclofen from the pump was not high enough. The patient was taking up to 12 10mg baclofen tablets a day and was still experiencing spasms, and therefore the doctor did not think it was baclofen withdrawal. The spasms caused pain all the way up to the chest of the patient and he could not swallow during a spasm. The pump dosage was not changed while the patient was hospitalized. A dye study was still being considered as they wanted to check the catheter before adjusting the patient's dose. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer's representative (rep). It was reported that the patient was having increased spasticity since the pump replacement and had to take oral baclofen. Apparently the patient did have some itching, this was resolved when the patient took the oral medication. As an action/intervention oral baclofen was prescribed by the implanter and the primary care md. The issue was not resolved at the time of this report. The patient's status was "alive - no injury". The patient's medical history included the patient being involved in an "mva" at age 18 and was a quadriplegic.